Event description:
It was reported that the tubing attached to the drip chamber of a clearlink system y-type blood/solution set dislodged. This occurred while connecting the tubing to start blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspected lot# was either dr24d08031 or dr24d23062. D4: unique identifier (UDI) #: the UDI# of the suspected lot dr24d08031 is (B)(4) and the UDI# for the suspected lot dr24d23062 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the manufacturing date of suspected lot dr24d08031 is 04/09/2024 and the manufacturing date of suspected lot dr24d23062 is 04/25/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of both suspected lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.